Event description:
It was reported that the device locked on the cystic duct during a laparoscopic cholecystectomy. The device was removed with no damage to the duct. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.